Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that during pre-implant interrogation, this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Storage at temperatures below labeling was suspected, and boston scientific technical services (ts) advised that the device be warmed and data sent for analysis. Information was later received that the device no longer presented error messages, however ts had not analyzed the device. There was no patient involvement.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that during pre-implant interrogation, this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Storage at temperatures below labeling was suspected, and boston scientific technical services (ts) advised that the device be warmed and data sent for analysis. Information was later received that the device no longer presented error messages, however ts had not analyzed the device. There was no patient involvement.